Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, the patient had a ventricular tachycardia (around 180 bpm), so he received an external defibrillation shock. The device was later interrogated by the physician, who found no event recorded by the pacemaker which would indicate the tachycardia. The only indication that a ventricular tachycardia occurred was that the 24h heart rate curve showed an obvious increase within the last 6h. The physician would like to know why the device doesn't show the event of tachycardia in the recorded episodes.

Manufacturer narrative:
The preliminary analysis revealed that the tachycardia episode did not meet the specified criteria to be recorded in the device's memory. In addition, no anomalies were found with the returned device.

Event description:
On (B)(6) 2017, the patient had a ventricular tachycardia (around 180 bpm), so he received an external defibrillation shock. The device was later interrogated by the physician, who found no event recorded by the pacemaker which would indicate the tachycardia. The only indication that a ventricular tachycardia occurred was that the 24h heart rate curve showed an obvious increase within the last 6h. The physician would like to know why the device doesn't show the event of tachycardia in the recorded episodes.

Event description:
On (B)(6) 2017, the patient had a ventricular tachycardia (around 180 bpm), so he received an external defibrillation shock. The device was later interrogated by the physician, who found no event recorded by the pacemaker which would indicate the tachycardia. The only indication that a ventricular tachycardia occurred was that the 24h heart rate curve showed an obvious increase within the last 6h. The physician would like to know why the device doesn't show the event of tachycardia in the recorded episodes.

Manufacturer narrative:
(B)(4).